Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s t11 had migrated out of the foramen. Additionally, patient has discomfort at the lead insertion site. Patient¿s ipg is moving in the ipg pocket following weight loss. As such, surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the patient experienced ineffective therapy due to led and right t11 leads had migrated. Additionally, patient has discomfort at the lead/anchor insertion sites

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: it was inadvertently reported ¿ineffective therapy due to led and right t11 leads had migrated¿ in the previous report. It should have been ¿left¿ instead of ¿led¿.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the system was explanted to address the issue.